Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the needle plunger partially remained connected to the device and the suture was isolated from the device with its rail end detached from the posterior needle. The posterior needle tip was not returned. Inspection of the returned device indicated that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs and needle barb. Posterior cuff miss and subsequent anterior cuff detachment would result in a failure to retrieve the suture when retracting the needle plunger and this could appear very similar to a suture break. During lab testing after the plunger was removed from the device and the needles were straightened, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the devices needle trajectory in the lab and testing during manufacturing, the probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The suture break at the posterior needle is consistent with post-procedure manipulation when pulling the suture out of the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, not trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture broke before deployment with no harm to the patient. A second proglide was successfully used to achieve hemostasis. Though requested, no additional information was provided.